Event description:
It was reported that a post op x-ray showed pedicle screw fracture and the patient complained of back and leg pain.

Manufacturer narrative:
Method: device history review; results: the device remains implanted in the patient and is unavailable for evaluation. However, review of the event description states that full fusion has been achieved. Furthermore, per the pi, the device was implanted for over 24 months. This suggests that the screw fractured due to fatigue. However, without the device, this cannot be determined conclusively. Lot information could not be obtained, so a manufacturing review could not be performed. Conclusion: the most likely cause of the reported event is a fatigue fracture.

Event description:
It was reported that a post op x-ray showed pedicle screw fracture and the patient complained of back and leg pain.